Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 that appeared on the display of the home pt's homechoice machine during initial drain. Per initial report, the home pt stated that she connected to the homechoice device after initiating therapy. A baxter technical service representative assisted the home pt in evaluating and resolving the alarm during the initial contact. No pt injury or medical intervention was indicated at the time of the initial report.